Event description:
A report of a pocket revision due to the ipg migration out of the pocket site was received. The patient had also experienced a burning sensation at the pocket site. The physician revised the pocket and the patient is reportedly doing well after the procedure.